Manufacturer narrative:
Section h6: health effect - clinical code and impact code were corrected.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg became inoperable. Surgical intervention may be pending to address the issue.